Manufacturer narrative:
Model number/catalog number: sc-8216-50; serial number: (B)(4); batch/lot number: 15985940; model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.